Event description:
A customer reported an issue of high blood glucose levels of 506 mg/dl. Cause was not known. In response, the customer administered a correction bolus using the pump, inspected the tubing with drops of insulin observed, and received instructions from cts to consult their healthcare professional about factors affecting their blood glucose. The customer acknowledged the guidance, agreed to replace supplies as needed, and continue insulin therapy.